Event description:
The patient suffered a neurological event approximately three weeks after the index procedure. The patient was diagnosed with transient ischemic attack (tia) which was treated at another facility. The physician is not sure what caused the event, but stated that debris may have embolized through the stent. The patient is a male, who was consented to the sapphire study in 2008. The target lesion location was the proximal left internal carotid artery (ica). There was no occlusion in the contralateral carotid. The reference vessel diameter was 5.5mm. Target lesion diameter stenosis was 60% with lesion length 20mm. Total length of stented segment was 40mm. Lesion calcification was described as mild. Vessel tortuousity by visual inspection was mild. An angioguard distal protection device was successfully deployed distal to the target lesion. It is unknown if the lesion was pre-dilated. A precise stent was implanted for treatment of the target lesion. There was no malfunction with the stent. The final target lesion percent diameter stenosis was 10%. The procedure was successfully completed. Post-procedure medication was aspirin and clopidogrel. The patient left the angio suite neurologically intact and was discharged two days later with aspirin and clopidogrel prescribed.

Manufacturer narrative:
In 2008, the patient suffered a neurological event of behavioral change and visual field loss in both eyes. Hemineglect, hemiataxia, and hemiparesis were present on both sides. The onset was sudden and recovery was full, with no deficit. The patient was diagnosed with a transient ischemic attack (tia). Presently, the patient has normal functional status, with no neurological deficits. A one-month duplex study was performed and was normal. The patient continues to stay on aspirin and plavix. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.